Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint could not be performed at this time.

Event description:
It was reported that during a da vinci-assisted surgery, the customer reported that a sureform 60 stapler with a green reload adhered on tissue and unable to release it. The staples did not form in regular b shape, instead it formed into w shape. The customer was able to remove the instrument by cutting the tissue and pulling which resulted in tissue injury. The blade was observed to be exposed. About 10 milliliters of blood was lost. The surgeon had to create a new staple line using a backup stapler and reload. The procedure was delayed for less than 15 minutes and was completed robotically. There was no adverse complications reported.